Event description:
It was reported that this right atrial (ra) lead was attempted, but no injury current was observed despite multiple lead placements and confirmation that the helix was fully extended. A replacement lead demonstrated injury immediately. This ra lead was replaced and not implanted. No adverse patient effects were reported.